Event description:
Patient had surgery low back surgery for removal of hardware. The patient had the implants inserted on (B)(6) 2008. Physician notes that patient did well until about a month before current surgery and patient began to experience increasing leg and back pain. Physician's post operative notes indicate "hardware failure" and a "broken rod," which was removed as well as the pedicle screw.

Manufacturer narrative:
(B)(4): synthes is unable to determine manufacturing date without a lot number. A recall has been initiated on these devices for an unrelated issue. (B)(4): synthes pedicle screws n spine rod. (B)(4).